Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use an 840 ventilator had a compressor inoperative. The patient was transferred to another ventilator with no harm. The service engineer inspected the device and replaced the compressor filter/ muffler to address the issue. The unit passed all testing and operates within the manufacturing specifications